Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Draw volume testing of the customer samples was performed and all tubes filled to the correct specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA 260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that two bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes were short draw at the same spot, and it was below the requirement line. Customer¿s verbatim: ¿I just sent both tubes because I drew them. Also to show that it would only fill to just below the line. They both filled to exactly the same spot just below the line. I wrote a note explaining why there was 2 tubes.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes were short draw at the same spot, and it was below the requirement line. Customer¿s verbatim: ¿I just sent both tubes because I drew them. Also to show that it would only fill to just below the line. They both filled to exactly the same spot just below the line. I wrote a note explaining why there was 2 tubes.¿